Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on (B)(6) 2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Since the customer could not locate the video baton used in the event, it was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, four (4) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. No delay in the procedure or use of a back-up device was reported. The facility's biomedical engineering department evaluated the system and was unable to reproduce any image issues. The facility later noted that they were unable to locate the video baton used during the event. However, the issue was likely caused by the video baton as the video monitor used in the event was tested with another video baton and passed all of the tests performed. No harm to patient or user was reported.